Event description:
It was reported that patient's system was unable to enter MRI mode. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.